Event description:
It was reported that the tandem mobi mobile app delivered a bolus without user confirmation, causing the customer's blood glucose level to drop between 42-65 mg/dl. The customer addressed it by consuming carbohydrates. Technical support advised the customer to change the app's password, repair their pump connection, and consider using a different device. Further review revealed the pump was in sleep mode, and boluses were manually delivered at night, potentially by the customer's son. No confirmed issues with the pump and the customer acknowledged and understood the findings, with no further action required.